Event description:
It was reported that the spinal cord stimulator (scs) leads were fractured which the physician believed was due to patients rigorous activities following the implant procedure. The patient underwent a lead replacement procedure, and the physician was able to observe that the explanted leads were bent at an angle as they exited the anchor nose into the fascia. The patient was doing well postoperatively and the explanted leads were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred following the implant procedure. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080434. UDI: (B)(4).

Manufacturer narrative:
Sc-2317-50, (B)(6)/sc-2317-50, (B)(6). The returned -linear leads was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. With all the available information, boston scientific concludes the allegation of lead damage has been confirmed: the reported investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the click x anchor.

Event description:
It was reported that the spinal cord stimulator (scs) leads were fractured which the physician believed was due to patient's rigorous activities following the implant procedure. The patient underwent a lead replacement procedure, and the physician was able to observe that the explanted leads were bent at an angle as they exited the anchor nose into the fascia. The patient was doing well postoperatively and the explanted leads were not returned.